Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection has been performed on the returned sensor and no issues were observed. Visual inspection has been performed on the sensor plug, no failure modes were observed. Unable to perform further investigation due to no product returned. Issue will be closed to no product returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for the libre sensor and sensor kit was reviewed and the dhrs showed the libre sensor and sensor kit met specifications prior to release to distribution. All pertinent information available to abbott diabetes care has been submitted.

Event description:
The customer experienced excessive bleeding and pain after inserting the abbott diabetes care (adc) sensor and eventually lost consciousness. The customer was attended to by caregivers, who applied cold compresses to the head and neck, applied compresses and pressure to the insertion site, and performed a capillary test, which showed a result of 180 mg/dl on (B)(6) 2026 at 10:00 hours. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
The customer experienced excessive bleeding and pain after inserting the abbott diabetes care (adc) sensor and eventually lost consciousness. The customer was attended to by caregivers, who applied cold compresses to the head and neck, applied compresses and pressure to the insertion site, and performed a capillary test, which showed a result of 180 mg/dl on (B)(6) 2026 at 10:00 hours. There was no report of death or permanent impairment associated with this event.